Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-25 - strip inserted backwards or upside-down. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for meter not going to test mode accompanied by symptoms. Meter does not read the blood. Puts the strip into the meter and once the blood is absorbed it does not go into test mode. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak and dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 06/29/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.